Event description:
Account reports three incidents in which leakage is occurring from the filter air vent during administration of chemotherapy, resulting in a chemo spill. Reporter stated that there was no pt compromise.